Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch profile meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient three days later and obtained further information. The patient stated that on original date at 6:30 pm, she felt sweaty, dizzy, and weak and had blurred vision. The patient was not sure if these were high or low blood glucose symptoms and mentioned to the mas that she "read somewhere that with these symptoms, one's blood glucose is usually low". During the initial call, she had denied testing on the meter before, during, or after experiencing the symptoms. However, she informed the mas that at 5:00 pm, she had tested with a result of "210 something" and had taken 5 extra units of insulin of her sliding scale insulin (name not provided) based on that result. About 15 minutes prior to experiencing the symptoms, she had tested on the meter and obtained a result of 242 mg/dl. The patient stated that this result was incorrect since it should have gone down after taking insulin. Based on what she had read regarding the symptoms, she decided to eat something thinking that her blood glucose was actually low and that the meter was allegedly giving inaccurate readings. She then ate "some meat with bread and rice" and stated that she retested 30 minutes after eating and obtained a result of 307 mg/dl. The patient also informed the mas that she felt better after eating. The patient was comparing the results of 242 mg/dl and 307 mg/dl and was alleging that these were erratic. However, the tests were performed greater than 20 minutes apart and there was intervention between the tests. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and the puncture area was also cleaned properly. This complaint is reported because the patient alleged she received a high result, administered insulin based on that result and became hypoglycemic, which she treated by eating food. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.